Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis, which confirmed the clear pouch had been cut open. A query of the complaint handling database for the reported lot revealed no other similar incidents. No adverse trend was noted during the lot history review and all evidence indicates that the related finished good and subassembly lots were built according to manufacturing specifications. Based on the related records review for this lot and expanded records review, there is no indication that the larger population of product is affected, as this appears to be an isolated incident. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for evaluation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that when the pouch was removed from the chipboard box there was a cut (tear) in the pouch. There was no damage noted to the chipboard box. A non-abbott device was used to complete the procedure. There was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.